Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a surgery, ballooning test was performed but the balloon would not inflate. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a surgery, ballooning test was performed but ballooning did not work. There was no patient involvement.